Event description:
Additional information received reports the patient was still having concerns regarding their device or therapy but cannot get appointment with their healthcare provider or manufacturer representative. It was noted cannot get appointment before (B)(6). The patient had used all four program and can get appointment with urologist. The patient needs to have their plan deprogrammed and wanted to know how can she get this done.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot # va0rn4w, implanted: (B)(6) 2015, product type; lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had a lot of trouble and woke up a night prior to the report. They increased the stimulation to 3.5 v on day of report but they were not feeling stimulation and like to increase more. The patient services assisted patient with navigating patient programmer and increased stimulation to 3.4 v and they were feeling stimulation. It was also noted that the patient went to health care provider a day prior to the report and they checked device and it was running good. Additional information received reports the patient thought she had her device set up good and she had been leaking again. A loss of therapeutic effect was reported. This issue began about 2 weeks ago. She had it turned up to 6.35 volts and doesn't feel anything and she had never had it up that high. She was on program 4 at 6.35 volts. The patient tried program 1 at 5.15 volts and she doesn¿t feel anything. She tried program 2 at 3.90 volts and she doesn't feeling anything. The patient mentions her fall and how she had the device replaced. She doesn't have much fat in the buttock region so they had to stretch the skin over the implant. There were still some stitches there. It was later reported that the patient cannot increase stimulation with patient programmer. She was getting message on patient programmer screen. The patient described the upper limit message. Patient services reviewed meaning of upper limit message on pp (patient programmer) screen and issue was resolved. The patient was having return of symptoms and that was the reason for increasing stimulation. Setting was program 2 at 6.35 volts. It was later reported that the patient never received the neurostimulator therapy guide. The patient reports a return of symptoms. She began leaking again. The patient states program 2 was working prior. Patient verified stimulation was currently on and was set on program 2 at 6.35. She does not feel stimulation and wants to change the program. The patient changed program to 3 and increase until she got the upper limit reached. The patient changed to program 4 and states at 6.25 the stimulation was comfortable sitting, standing and walking. It was later reported that the patient had a loss of therapeutic effect. She started to leak on (B)(6) 2015 afternoon. The patient states it won't go any higher. The patient was on program 4 at 6.35 volts and reports when she presses the +(plus) button she sees the upper limit screen. She would like to try another program. When asked what other programs she had tried, the patient didn't think she had tried any. She tried 1 and it didn't work, then 2 others, and now her current one. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.